Event description:
It was reported that there was a short between contacts 0 and 1 that was seen on the date of this report. 0 and 1 were 36 ohms and no other electrodes were out of range. The surgeon was still planning on just replacing the implantable neurostimulator (ins) due normal end of service (eos) and not the entire system. The short circuit was acknowledged but since it was not a contact the patient was programmed on and receiving optimal benefit the issue would not be addressed in surgery. No troubleshooting was performed and the replacement was successful. The patient had not experienced any new symptoms post-operatively. The patient had not had any back pain once stimulation was turned on.

Manufacturer narrative:
Concomitant products: product ID 37601, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3389s-40, lot # v276341, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v271754, implanted: (B)(6) 2009, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).